Manufacturer narrative:
This information is unknown. Date non-union and device breakage is unknown. This report is for an unknown trauma screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number and email address are unknown. Without a lot number the device history records review could not be completed. Complaint is confirmed as we are able to confirm complaint description based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: this is patient's first revision, which was a total hip joint replacement. The proximal femoral nail antirotation (pfna) nail was removed due to breakage and non-union of intertrochanteric fracture. Elderly patient was on prescribed bi-phosphates and steroid, and developed non-union which followed onto pfna nail breakage. Suspected by surgeon to be because of non-union and implant fatigue over extended period. Possible infection being investigated. Concomitant device: pfna helical blade perf l110 tan (part: 04.027.037s, lot: unknown, quantity: 1). This report is for an unknown trauma screw. This is report 2 of 2 for (B)(4).